Event description:
Physician is concerned that the patient's battery is at premature end of service (25% battery life). A review of device history records for the generator shows that no unresolved non-conformances were found. The generator is a laser routed device. Patient was referred for battery replacement and underwent generator replacement surgery. The explanted generator has not been received to date.

Event description:
The explanted generator was received. Analysis is underway but has not been completed.

Event description:
The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The printed circuit board assembly (pcba) was subjected to a postburn electrical test and results show that the pcba failed several electrical tests: r2 verification, supply current 2 ma/normal, supply current off, supply current off sense, magnet detection normal, magnet response, and trim diagon current. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and results show that all the test passed. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegation ¿premature end of life¿.